Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "as a result of the incarcerated ventral hernia repair, the patient has experienced mesh migration and mesh shrinkage (contraction), and now suffers pain, infection, hernia recurrence, adhesion, and bowel obstruction." No medical records have been provided; however, recurrence and adhesions are a known inherent risk of hernia repair surgery and are listed in the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient presented to the emergency department with severe pain above her umbilicus and had a non-reducible incarcerated small ventral hernia above her umbilicus, incarcerated with omentum. On (B)(6) 2014: following medical evaluation, the patient underwent surgery to repair the incarcerated ventral hernia with a bard/davol ventrio mesh. It is alleged that as a result of the incarcerated ventral hernia repair, the patient has experienced mesh migration and mesh shrinkage (contraction), and now suffers pain, infection, hernia recurrence, adhesion, and bowel obstruction. As reported, rhis is an irreversible, disabling and extremely "pain" condition. It is alleged that as a result of her debilitating condition, which is permanent and life-long, the patient currently has and will continue to suffer pain and have difficulty doing the most basic tasks of everyday living. As reported, she will require additional surgeries and treatment in the future to correct this debilitating condition. As alleged, the patient will required future medical care, including physical therapy, pain management, additional surgeries as she ages, including but not limited to, additional hernia repair due to the alleged defective ventrio.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that "as a result of the incarcerated ventral hernia repair, the patient has experienced mesh migration and mesh shrinkage (contraction), and now suffers pain, infection, hernia recurrence, adhesion, and bowel obstruction." No medical records have been provided; however, recurrence and adhesions are a known inherent risk of hernia repair surgery and are listed in the instructions-for-use as possible complications. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of ventrio mesh, patient was diagnosed with bowel obstruction, hernia recurrence and pain thereby underwent repair. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient presented to the emergency department with severe pain above her umbilicus and had a non-reducible incarcerated small ventral hernia above her umbilicus, incarcerated with omentum. (B)(6) 2014: following medical evaluation, the patient underwent surgery to repair the incarcerated ventral hernia with a bard/davol ventrio mesh. It is alleged that as a result of the incarcerated ventral hernia repair, the patient has experienced mesh migration and mesh shrinkage (contraction), and now suffers pain, infection, hernia recurrence, adhesion, and bowel obstruction. As reported, rhis is an irreversible, disabling and extremely "pain" condition. It is alleged that as a result of her debilitating condition, which is permanent and life-long, the patient currently has and will continue to suffer pain and have difficulty doing the most basic tasks of everyday living. As reported, she will require additional surgeries and treatment in the future to correct this debilitating condition. As alleged, the patient will required future medical care, including physical therapy, pain management, additional surgeries as she ages, including but not limited to, additional hernia repair due to the alleged defective ventrio. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated ventral hernia thereby underwent hernia repair with the implant of ventrio mesh on (B)(6) 2014. (Note, there was no implant op notes provided) (B)(6) 2017 - patient was diagnosed with midline recurrent ventral hernia with bowel obstruction thereby underwent open hernia repair with the implant of synthetic mesh. Per operative notes, "the hernia sac was noted, neck of subcutaneous tissue forming a obstructive area was seen. Scarred ring upon opening the soft tissue was noted. A retro rectus space was created and a piece of synthetic mesh was placed on the defect and sutured." (Note, there was no visualization of ventrio mesh). Attorney alleges that the patient had abscess, adhesions, bowel obstruction, bowel perforation, hernia recurrence, fistulae, infection, mesh migration, mesh shrinkage, nerve damage, pain and suffering, seroma, emotional distress and stomach reconstruction.